Event description:
The customer reported the ventilator had an electrical smell and smoke was emitted form back of unit. The ventilator was in use at the time, and the customer reported there was no pt harm. Respironics service technican was unable to duplicate the reported complaint of electrical smell or smoke. He service technician let the ventilator run for a while, and reported the connector on the power supply had overheated and damaged the power supply connector and cable. This problem during use could result in the shut down of the ventilator. The service technician replaced the cable and the power supply, final testing was performed and passed per operating specifications.